Event description:
A surgeon reports a pt is experiencing negative and positive dysphotopsia following intraocular lens implant surgery. No details provided. Add'l info has been requested including the pt's current status.

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. The device remains implanted. Product history records could not be reviewed because the reporter did not provide a lens serial number, lot number, or any identification traceable to the mfg documentation. Add'l info was requested by fax and mail on 11/12/2006 and a follow-up call was conducted on 11/27/2006. To date, a completed questionnaire has not been received.